Event description:
The patient¿s pd catheter (not a (B)(6) product) was found to be occluded during this hospitalization and the patient received a new pd catheter in an inpatient procedure (exact date unknown). The patient¿s occluded catheter was determined to be the source of her drain complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).